Event description:
Caller states the pt tested 3.7 inr on the coaguchek s system and 2.17 inr on a comparison lab. Coumadin was increased for one day based on lab result. No adverse event reported. Requested return of suspect system, and replacement was sent.